Event description:
It was reported that during implant, the catheter dissected the coronary sinus. There were no adverse consequences to the patient. No further information was reported.

Manufacturer narrative:
UDI (di): unknown.